Event description:
It was reported that the patient switched from ciprofloxacin to cefepime IV on (B)(6) 2020. No further information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the paatient was seen in clinic for a major infection. The patient complained of driveline exit site pain. The account communicated a recent history of psar drivleine infection. The patient was admited to the hospital for pain management. All cultures resulted negative. The patient was treated with cipro until discharge due to history of psar. The patient was seen by gi on (B)(6) 2019 due to complaints of tightness in the abdomen. A abdomen ultrsound imaging revealed moderate ascities. On (B)(6) 2019, physicians preformed ultrsound guided paracentesis. 950 cc of fluid was removed. Fluid testing revealed adcitic fluid favored cardiogenic ascities/ early cardic sirrhosis. No further informationw as reported.